Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was stated that the hospitalization was not related to diabetes but the customer was experienced high blood glucose. Customer's spouse requested assistance reviewing the basal rates on the insulin pump because the nurse had changed the settings. Caller was very frustrated and no troubleshoot was performed. Nothing further reported.